Event description:
The customer stated, she was hospitalized for unk high blood glucose levels. The customer stated, she had a urinary tract infection. Prior to the hospitalization, the customer stated, she changed the infusion set and she filled the reservoir with cold insulin, which caused large air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.